Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood visible on the guide wire exit notch consistent with handling. The stent implant was dislodged from the balloon and was not returned, confirming the reported information. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a kink in the hypotube 14.5cm proximal to the guide wire exit notch. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Stent dislodgement can be influenced by many factors, including, but are not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The patient anatomy was moderately calcified which may have contributed to the reported difficulties. It is possible interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent manipulation within the lesion/anatomy would have then led to the stent dislodgement. Additional treatment was used to retrieve the dislodged stent from the patient anatomy. To ensure this is not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Catheters may become damaged if force is applied during attempts to advance or retract the product and/or from handling prior to use and/or during packaging for return. In review of all incidents, there is no lot specific product quality deficiency. Without the dislodged stent to examine, a conclusive cause for the reported dislodgment and damage could not be determined.

Event description:
It was reported that the xience v stent delivery system (sds) was advanced to the lesion site in the moderately calcified proximal circumflex artery but experienced a stent dislodgement. The stent was retrieved with a snare device. During the procedure the stent struts were noted as being stretched. The procedure was therefore completed with another xience v sds. No adverse patient effects were reported. No additional information was provided.